Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0870 inches. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed on the event date in the pump history file. 11/09/2023 07:52:11.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 19000 (1.9 u), bolusamountdelivered: 19000 (1.9 u). 11/09/2023 13:31:29.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 45000 (4.5 u), bolusamountdelivered: 45000 (4.5 u). 11/09/2023 16:06:57.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 45000 (4.5 u), bolusamountdelivered: 45000 (4.5 u). 11/09/2023 17:53:15.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 26000 (2.6 u), bolusamountdelivered: 26000 (2.6 u). Please see below for the daily total of all insulin delivered on the event date 09-nov-2023 in the pump history file. 11/10/2023 00:00:00.000 dailytotalsg670 (63), dailytotalcollectionstarttime: 11/09/2023 00:00:00.000, dailytotalofallinsulindelivered: 404000 (40.4 u), dailytotalofbasalinsulindelivered: 269000 (26.9 u), dailytotalofbolusinsulindelivered: 135000 (13.5 u). There were no autosuspend (12) alarm or usersuspended alarm noted in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 09-nov-2023 in the pump history file. 11/04/2023 08:53:00.000 alarmalertnotification (40), faultnumber: lowbatteryalert (104). 11/04/2023 09:15:06.000 batteryremoved (55). 11/04/2023 09:15:06.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 11/04/2023 09:15:23.000 batteryinserted (44). Earliest power data available per the power management tool/detail trace file is on 11/4/2023 10:24:54 pm. There was no power data available for the event date of 11/04/2023 at 08:53:00.000. Unable to check power data for low battery alert. However, the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Lowbatteryalert (104) unknown. The pump passed the functional testing. Unable to confirm alleged high bgs/dka. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. . The customer had a blood glucose of 427 mg/dl at the time of the event. The current blood glucose value of the customer was unknown. The customer had nausea and vomiting as symptoms of high blood glucose. The customer was hospitalized due to high blood glucose. The customer had treated high blood glucose using IV insulin drip (intravenous insulin infusion) and insulin delivery intravenously. Troubleshooting was performed for high blood glucose. The customer was using insulin pump within 48 hours of the event. The auto mode feature was not activated at the time of the event. No further patient complications were reported. The customer will discontinue the use of device. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.